Event description:
The tlc55 was used during a hemicolectomy. It was reported during the 2nd firing the device would only fire one third of the way. A new device was opened to complete the case. There was no consequence to the pt.